Event description:
A female pt reported experiencing a fungal eye infection that has left her with no eyesight in her left eye while using renu with moistureloc multi-purpose solution with her contact lenses. She had just started to use renu with moistureloc multi-purpose solution at the time of her infection (starter kit from the physician's office (lot unk) and one 12 oz. Bottle (lot gh4128). One of the pt's physician's reporter her case to the township hlth dept and the product was forwarded to them. Per the pt, in 2005 she presented to her physicians office because her left eye was irritated and red. The physician diagnosed her with a bacterial infection and treated her with unspecified antibiotics. The pt was seen by another physician at the same office in 2005 for a red, painful left eye. Per this physician, he diagnosed her with a corneal ulcer and treated her with vigamoz and acular. The ulcer was located in the 4mm superior central and visual acuity was down. This physician referred the pt to another physician. The pt presented to dr in 2005 and was treated for a corneal ulcer with vigamox at an increased frequency. A culture was performed but it was negative, there was no growth. The pt admitted to the physician that the week before (approx 2005), she was swimming in a pool with her lenses. She also admitted to being in contact with poison ivy. According to the pt, she was seen by five different physicians who could not figure out what may be wrong with her eye. She was given another unspecified antibiotic and was referred to a spec. According to the pt, she didnot want to make the trip and subsequently presented to another eye spec. Who said she may have some type of fungus and was treated with tobradex. She noted that right when she thought her condition was getting better, her left eye started bothering her again. In 2005, the pt returned to the last eye spec she saw who stated the fungus came back. The pt subsequently discontinued tobradex and began treatment with zymar. Her condition healed within two wks (by 2005); however, per the eye spec., her left eye was damaged and suggested she seea corneal transplant spec. Per the pt, within 2-3 wks (between approx 9/2005), her eye started getting itchy again and she decided to see a corneal surgeon. In 2005, she presented to a corneal surgeon's office who suggested the pt get a corneal transplant once she was fully recovered. According to the corneal surgeon, the pt was treated for a corneal ulcer with fortified antibiotics. The ulcer was in the central 4mm of the cornea, no culture was done but the corneal surgeon believed it to be infectious by the way it responded to the antitiotics. There was scarring with visual loss. The pt responded but not as well as the corneal surgeon would have liked the corneal surgeon was not certain as to the cause of the pt's condition. According to the pt, she was given unspecified specially made antibiotics and many eyedrops but it was not working so she started seeing the corneal surgeon everyday including sundays. According to the pt, in 2005, the corneal surgeon checked the pt's eye again and suggested that the pt go to the hosp. The corneal surgeon provided a referral for a physician at the hosp. The pt presented to the emergency room that same day and was seen by many physicians. The first day many physicians examined her and took cultures from her left eye, again, per the pt, the physician could not figure out what was wrong. She was treated with "neomycin". She was subsequently admitted into the hosp and the following day, and was seen by the physician that the corneal surgeon referred her to. He reviewed the results of the cultures and diagnosed her as having a fungal eye infection. This physician suggested she see him on a regular basis at his office going forward. She was discharged in 2005. The pt had several follow-up appointment with the physician from the hosp. He saw the pt in 11.2005. She had a large central corneal scar and was continuing with the treatment that was already in place for her including anti-fungal medications and fortified antibiotics. A culture was performed but was negative, although the slide did have fungal elements. The pt was seen agian leter in 12/2005 and she had responded to the treatment. The physician did not know the cause of the condition. In 2006, the pt stated that she was slowly recovering and was planning to schedule an appointment for a corneal transplant soon. In 2006,the corneal surgeon stated that the pt had recovered from the infectin. There was a permanent scar and the pt will be having a cornal transplant in a few months.